Manufacturer narrative:
The insulin pump received no button response due to lcd unlock keypad connector. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the buttons on the keypad are unresponsive. The blood glucose reading is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.